Event description:
Ous MDR - after an estimated implantation period of 65 months, it was reported that episodes of noise were observed during testing before generator replacement due to eri. During these tests, oversensing could not be reproduced. It was decided that the lead would remain implanted at that time and the patient will be monitored closely. The date of implant was not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.